Manufacturer narrative:
This initial and final emdr is being submitted to FDA for outside us like products reporting. The product was returned to the manufacturer, and the product investigation was conducted, with results noted below. The iol was ejected out of the injector. The optic was cut into 3 pieces. One haptic was separated at the acrylic part of the tip. The slider was completely advanced until it stopped. The rod was also completely advanced. The nozzle was stretched from the slit. Trace of lubricant was found inside the injector. The dye test result showed the injector tip was properly coated. No abnormalities were found in production and inspection records of the product. (Serial no. (B)(4); model: 254). It was reported that viscoelastic and bss was used as lubricant. In cases where bss is used as the lubricant, the resistance inside the injector increases compared to using sodium hyaluronate ovd. If the iol is advanced under such circumstances, the trailing haptic might be dislocated. IFU document number pkg-18-366, rev00, IFU i51-09-127.03, precautions, #1 states that the lens has been validated with sodium hyaluronate ophthalmic viscosurgical device (ovd); the use of other ovds and lubricants may cause damage to the lens and potential complications during implantation. The root cause of the event could not be determined. However, from our investigation, we believe this event was not caused by our product quality. Risk analysis was conducted on the product line and failure code is noted below. A review of the most recent complaint trending data indicates that no significant trends have been identified at this time and no CAPA is required as part of the product evaluation.

Event description:
On (B)(6) 2020: intital information: trailing haptic folded incorrectly, no patient impact. We received the product back for investigation and discovered that the product was cut into three pieces. Because the intital provided information did not match with the returned product, we requested more and detailed information about the incident. Additional information provided on 23rd of december 2020: insertor primed as per instruction / information. As normal viscoelastic + bss. Surgeon went to insert lens into eye and trailing haptic broke. Iol removed and replaced.